Event description:
It was reported that this pacemaker recorded a code 1003 and remote monitoring was disabled. The field representative sent device data to technical services (ts) for data analysis. Ts advised there was not a voltage alert or code 1003 recorded prior to remote monitoring being disabled. Ts provided troubleshooting instructions. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.